Manufacturer narrative:
Sample collection and storage information were not provided. Qc prior to the event was within lab-established ranges. Bci field service engineer (fse) performed preventive maintenance, and eic modification on the instrument. Fse completed health check in accordance to modification specifications and ran calibration for electrolytes. Customer reran low calcium samples and results were found to be in correlation with typical results. A clear root cause is unknown at this time.

Event description:
A customer contacted beckman coulter inc. (Bci) to report that the unicel dxc 600i synchron access clinical system generated low calc result for one (1) patient sample. The result was not reported out of the lab. Subsequent run on an alternate instrument generated a higher result. No reports of death or injury were reported in connection with this event.